Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer alleging possible under delivery on insulin pump and did not receive alert high pressure test, displacement test. Customer¿s current blood glucose was 192mg/dl and blood glucose at time of incident was 300mg/dl. Customer was treated other insulin pump. Customer mentioned that auto mode was active. Insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Possible under delivery anomaly not confirmed.